Manufacturer narrative:
G4: 09sep2020. B4: 11sep2020. A primary speaker was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the reported problem was not replicated. The reported problem was not replicated. The returned speaker was found to be out of electrical specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
It was reported that the ventilator generated a primary alarm test failure error code. There was no patient involvement. The manufacturer¿s international service technician inspected the device and found the error code, primary alarm failed, in the ventilator diagnostic logs.